Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6)2023. It was found that the customer centrifuges patient samples for 5 minutes, which may be too short. The alarm trace showed multiple abnormal aspiration alarms. The field service engineer (fse) adjusted the cuvette fill volume, found damaged rinse tubing and replaced it, and performed mechanical checks and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c 702 module. For patient 1, the initial result was 6.0 mg/dl. The repeat result on a different module was 8.0 mg/dl. For patient 2, the initial result was 6.1 mg/dl. The repeat result on a different module was 8.0 mg/dl. The customer repeated the samples because the results were lower than expected. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) found worn rinse tubing and replaced it, adjusted the cuvette dispensing volume, and checked the detergent and cell blank. Qc was performed successfully. The investigation is ongoing.